Event description:
On (B)(6) 2008, the pt reported that 3 mos ago her infusion device shut down without warning. She stated that on the day of the event she felt like her blood glucose was high (value not provided), and she then discovered that the screen of the infusion device was blank. She stated that she inserted a new power pack and bloused to lower her blood glucose. The pt was not able to provide the lot # or exp date of the power pack. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product is available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.